Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "cap" of a one-link needle-free IV connector had experienced a flow problem. It is unknown when this occurred. It is unknown whether there was patient involvement, however there was no report of adverse event associated with this issue. Additional information was requested and is not available.